Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and replaced power board, but blew a fuse. Fse then replaced driver board and same fuse blew. Fse found a wire catching and causing short that was zip tied from z-axis motor of wash probe assembly. When probe went down it caught on wire and wore a hole through wire outer case. Fse repaired wire and replaced fuse. Instrument running fine. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wire shorting on wash motor.

Event description:
On (B)(6) 2015, a customer reported multiple errors: printer paper end and z-axis home not found, mixer slip errors with their aia-360 analyzer. The customer is unable to run e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.